Event description:
It was reported that the bd alaris¿ secondary set detached from the drip chamber during the infusion. The following information was provided by the initial reporter: "secondary set become detach from the chamber while medication infusing."

Manufacturer narrative:
Investigation summary no photo or sample was received but the description of the complaint matches a known issue that has been observed with this set in the past. This has verified the complaint of separation and the root cause is proven to be a lack of solvent applied to the set during production. A device history record review for model ms3500-15 lot number 22053024 was performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set detached from the drip chamber during the infusion. The following information was provided by the initial reporter: "secondary set become detach from the chamber while medication infusing."